Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issues. Lid and battery will need replacing. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
The root cause was isolated to the lid assembly. The device manufacturing records were evaluated and it was confirmed the lid was manufactured to specification. The lid and battery were replaced to solve the issue. The device passed functional and performance testing and was returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the magnet was missing from the lid. In this state, the device would not detect the lid being opened or closed, and therefore would not automatically power on or off which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient use associated with the reported event.